Event description:
It was reported that the patient experienced asystole while undergoing a full vns replacement surgery. When the surgeon performed system diagnostics on the generator the first time, the patient's heart beat decreased to 0 beats per minute for a time less than three seconds in duration. The patient went back into sinus rhythm without intervention. The physician reportedly performed diagnostics multiple times after this occurrence, and the patient did not exhibit asystole again in the surgery. The results of the device diagnostic test were within normal limits, and the left vagus nerve was utilized for this implant. The device history records of the implanted generator and lead were reviewed by the manufacturer, and it was determined that all quality tests passed prior to distribution. No additional pertinent information has been received to date.

Event description:
The patient¿s treating neurologist reported that the patient has a prior history of cardiac events, including cardiac arrhythmia and tachycardia. The patient did not have known family history of cardiac events. The patient was noted to have several pre-existing medical conditions. The physician indicated that it was possible that the asystole experienced intraoperatively could have been from the vagus nerve stimulation; however, it also could have been due to surgical manipulation. The patient¿s generator was programmed on in an office visit after the surgery, and the arrhythmia did not recur at that time. No additional pertinent information has been received to date.